Manufacturer narrative:
Section a2, a3, a3b, a4 and a5: unknown/ asked but not available. Section b3: date of event: unknown, section d6a: if implanted, give date: unknown, information not provided. Section d6b: if explanted, give date: unknown, information not provided. Section e1:surgeon's email address and phone number: unknown/ asked but not available. Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) was implanted into the patient's eye and the patient experienced power miss. So the lens was planned for an exchange with drt 150 lens in a secondary procedure. The surgeon, had indicated that the issue was not due to a fault with the lens but rather a residual refractive error of -1.75+1.25, attributed to the patient's post-refractive status. From additional information it was learnt that the lens was explanted as planned and replaced with drt150 20.0 in place. No other information is available.